Event description:
It was reported that the needle tip broke off while passing through the rotator cuff. Staff attempted to locate the tip in suction unit and on the floor of or. It was determined that tip was buried in cuff tissue (subacromial space). An attempt was made to remove the fragment but it was not able to be retrieved. Procedure was rotator cuff repair. Surgeon utilized another needle, surgery completed successfully. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Note: this event info was provided directly through a representative of the facility (received on 10/28/2008) as well as through a medwatch submitted by the facility (received on 11/07/2008) under medwatch (B) (4).

Manufacturer narrative:
The device was requested for eval but it was reported that the tip was not retrieved and the remainder was discarded, therefore, the complaint's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package., instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event rptr. It additional relevant info is received, a follow up report will be submitted.